Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced unexpected restart alarm and external ram crc error. The customer's blood glucose value was 90 mg/dl. The customer stated that a temporary basal was not programmed before the alarm occurred. The customer stated that the alarm got stuck on the 6 and the screen popped up with unexpected restart and it had a blank reservoir with a solid circle and full battery. The product was not returned for analysis.